Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported when patient with syncope presented in the emergency room; under pacing and rv lead dislodgement was confirmed via diagnostic imaging. The rv lead was explanted and replaced when repositioning failed as the helix would not extend. The atrial lead was dislodged during the procedure. As such, the physician elected to explant and replace the atrial lead. There is no allegation of malfunction on the atrial lead. The patient was stable and will continue to be monitored.